Manufacturer narrative:
Error messages indicative of a hard drive failure. Loaner cns was sent to customer to use during the period they returned the unit for repair and until they received the repaired unit.

Event description:
(B)(4).